Event description:
The customer reported to olympus, there are symptoms of blockage inside the channel of the colonovideoscope. The reported problem was found during preparation for use. No patient harm was reported.

Manufacturer narrative:
The device was returned and evaluated. And the customers allegations were confirmed. And there was a foreign body blocking the channel of the scope. No further information was obtained or provided by the customer. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct d4 where serial number should not be filled in. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented by handling device in accordance with the following instructions for use: IFU states detection methods in gif/cf-170 series operation manual chapter 3 preparation and inspection. IFU states preventive countermeasure in gif/cf-170 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.